Event description:
The patient reported two v-go's were applied to her stomach and on one occasion, it was very humid outside and her body got very sweaty when it fell off. The patient mentioned that on 4/5, she had another v-go fall off after taking a shower at night.